Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reported a physician asked if patient could keep the handset if they remove the ins due to infection. Caller does not believe the infection was confirmed or suspected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.